Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: bd received 5 used samples for investigation. The samples were washed and evaluated by functional testing, each used to transfer colored water from a syringe to a tube and the indicated failure mode for insufficient flow was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the tube was unable to be filled, blood not transferred. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "blood was not transferred with btd."